Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
This pi is for the joint replacement implants. Information received from sales rep on (B)(6) 2019: upon review by joint replacement research for the surgeon's payment, patients were noted to have had their implant knee removed, revised, or re-operated on as reported in the table attached. Reporter has indicated she does not have access to any additional information as the reporting site takes on all regulatory responsibilities, and all data is de-identified. This pi is for a revision. The patient was revised from pka to tka approximately after 2 years of implantation for an unknown reason.